Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received two (2) photo sample. Both photo samples showcase an overview of all-silicone foley catheter with sample port connector. Visual: received one (1) used all-silicone foley catheter with sample port connector without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.057") and (0.2540") from the trifurcation. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine leaked from the shaft of the foley catheter. They found a crack in the shaft near the funnel. It was stated that they cut the inlet tube and bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from the shaft of the foley catheter. They found a crack in the shaft near the funnel. It was stated that they cut the inlet tube and bag.